Manufacturer narrative:
No patient demographics provided. A bec field service engineer (fse) was dispatched to the customer's site to investigate the issue. The fse replaced all buffer valves on both ise cells of the beckman coulter au5800 clinical chemistry analyzer. Replacement of the parts resolved the issue.

Event description:
A customer reported to beckman coulter (bec) the generation of erratic electrolytes on both ion selective electrode (ise) cells on a beckman coulter au5800 clinical chemistry analyzer. The erroneous patient results were released outside the laboratory. There was no report of change to patient treatment. The customer stated the calibration and quality control (qc) recovery for all electrolytes was within specification prior and after running the patient samples.